Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device cannot fire. If the surgeon tries to trigger, the staple will not completely close. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.